Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 1511 days after essure insertion, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (hysterectomy (uterus)). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 35 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, 1511 days after essure insertion, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (hysterectomy (uterus)). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain . [Pelvic pain female] dysmenorrhea [dysmenorrhea] excessive and frequent menstruation with regular cycle/menorrhagia [heavy menstrual bleeding]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain .") In a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anemia in 2015, uterine dilation and curettage in 2010, wisdom teeth removal in 2005 and gastrointestinal ulcer (over 15 yrs ago.), depression, abortion, parity 2, multi gravida, vomiting, nausea and ectopic pregnancy (required emergent surgery). The patient had a family history of renal disease, hypertension, heart attack, gastroparesis and multiple sclerosis brain lesion. As concurrent condition the report mentioned abdominal pain. Concomitant products included hydrocodone/acetaminophen (hydrocodone bitartrate, paracetamol), escitalopram (escitalopram oxalate), albuterol sulfate (salbutamol sulfate), tylenol (paracetamol) for abdominal pain and ibuprofen for abdominal pain. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea") and heavy menstrual bleeding ("excessive and frequent menstruation with regular cycle/menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy and left salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in product removal date (as per mr):(B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.127 kg/sqm. [Lymphocyte count] on (B)(6) 2017: 8.1 (l) [neutrophil count] on (B)(6) 2017: 88.4 (h) [white blood cell count] on (B)(6) 2017: 18.9 (h). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical records received. Reporter information, patient notes, medical history, lab data, product indication, concomitant medications, reporter causality comment added. Event medical device removal update d to events pelvic pain, dysmenorrhea, menorrhagia. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.